Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780 , serial# (B)(4), implanted: (B)(6) 2017, product type: catheter, ubd: 24-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 25mg/ml at 2 5mg/day, baclofen 300mcg/ml and bupivacaine via an implantable pump. It was reported that the patient was on high dose of hydromorphone but the physician is not usual managing pain physician. This is first time to the patient was seeing the physician today and a d ye study confirmed that catheter is occluded and will be scheduled for a catheter replacement or revision. The patient denied any falls or anything similar in regards to any environmental, external or patient factors that my have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician was unable to aspirate csf (cerebral spinal fluid) from the cap (catheter access port) during dye study. The actions and interventions taken to resolve the issue was they would schedule a catheter revision/replacement. Surgical intervention did not occur but was planned thought not scheduled. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event.